Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-00540 and 01418). Requested but not returned by hospital.

Event description:
It was reported that patient underwent an initial right shoulder hemi arthroplasty on (B)(6) 2008. Subsequently, the patient was revised to a total shoulder on (B)(6) 2010 due to unknown reasons. The patient was revised to a total reverse shoulder system on (B)(6) 2016 due to unknown reasons.